Event description:
Additional information received reported the cause of the motor stall was unknown and battery depletion was noted. As a result of the event, the patient experienced increased muscle spasms and "baclofen withdrawal". The patient did not require hospitalization due to the event and the patient outcome was reported as "recovered without sequelae".

Event description:
It was reported that there was a motor stall which did not recover, and a pump replacement was eventually done. The patient had their last refill on (B)(6) 2012, and when in the healthcare provider's (hcp) office for refill on (B)(6) 2012, telemetry confirmed a critical alarm was occurring due to motor stall. The motor stall occurred on (B)(6) 2012 along with message 'reset occurred - low battery', (B)(6) 2012 a message 'stopped pump may exceed tube set', and a message on (B)(6) 2012 07:03 that 'safe state' occurred the patient 'had a lot of uti's over the past few months'; however no other symptoms reported. The patient had been without medication since that motor stall date, however the hcp reported 'no patient symptoms/injuries related to this event'. The pump was replaced on (B)(6) 2012. A dye study was completed in the operating room (or) and was within normal limits. The patient outcome was reported as 'no injury' and 'recovered without sequelae'. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported the patient never heard the pump alarming.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4). Additional information: analysis revealed that functional checks during decontamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
(B)(4): final analysis of the pump found a pump/motor feed thru anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.